Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style starter breast pump was not expressing her, it got to the point that she had mastitis and was sitting and pumping for 40 minutes.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 11/01/2021, the customer stated her mastitis began (B)(6) 2021and was diagnosed by her physician and she was prescribed antibotics. She did consult with a lactation consultant back in february. She tried the replacement pump sent to her and still doesn't feel the suction is better. She is using her pump in style advanced breast pump from 2015. Her mastitis has cleared up at this time. The device was returned with the customer's parts and accessories and was evaluated on 11/18/2021. The device passed suction and cycle specifications. Additional testing was performed and the device met specifications after additional test cycles. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.